Event description:
It was reported that intermittent post-pace t wave oversensing was observed on the device. Programming change was discussed but not made at this time. No patient symptoms were reported.